Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2017-mar-16 regarding a patient's implanted infusion p ump containing an unknown medication (dose and concentration unknown). The indication for use was non-malignant pain. It was reported that in (B)(6) 2016, the patient's pump was found to have flipped. The pump flip was confirmed by the patient and the patient's family as the refill port was not able to be located during a refill procedure. The pump was visually seen flipping. It was unknown if there was a securing issue. Intervention was completed, which involved revision to flip the pump back. It was unknown if any symptoms were associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) no longer applies if information is provided in the future, a supplemental report will be issued.

Event description:
[Information previously reported in MFR. Report (B)(4)].